Event description:
"Caller alleged discrepant results compared with the reference meter. Results are as follows:" date: (B)(6) 2012, inratio: 1.2, 1.2, reference (nurse's meter): 2.0. Test results: inratio = 1.2; repeat a few hours later = 1.2, nurse's meter (unknown manufacture) = 2.0. Time between testing: a few minutes. After initial test on the meter, pt upped dosage by 5 mg of coumadin. Therapeutic range: 2 - 3. Wife called back to report that the lab and inratio are correlating well with a new lot of strips; inratio inr 1.9 and lab inr 2.02; she is going to discuss the results with the physician.

Manufacturer narrative:
Investigation pending.